Manufacturer narrative:
The complaint product was inspected and showed no evidence of a cloudy optic. The lens was sent to an independent laboratory and report was not confirmed. The lens remained clear.

Event description:
The intraocular lens was removed and replaced at one month post operative due to the physician's observation of a cloudy optic and the pt's reduced vision. Physician stated the lens appeared cloudy immediately upon explant, but the optic cleared within two minutes.